Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
(B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074. Exemption # e2018005. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4). The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number- (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number- (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number- (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number- (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number- (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number- (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number- (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number- (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number- (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number- (B)(4).

Manufacturer narrative:
(B)(4). Exemption # e2018005. (B)(4). The issue is still being investigated by manufacturing site. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Manufacturer reference number- (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Manufacturer reference number - (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number- (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number- (B)(4).

Manufacturer narrative:
(B)(4). Exemption # e2018005. (B)(4). The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number- (B)(4).

Manufacturer narrative:
On 26th october, 2017 getinge became aware of an incident with one of surgical lights- hanaulux 3005. As it was stated, the light head fell down and made a contact with patient. Later on, it was clarified that while the hospital staff was on the process of starting the surgery, the triple suspension equipped with two surgical lights hlx 3004/3005 and one screen, detached from the fixing tube and fell on the operating table. The detachment of the device injured an anesthesiologist, a nurse and a patient who reported a fracture on two dorsal vertebrae. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to event. In the time when the event occurred the device was being used for the patient treatment. The manufacturing date of the device involved in the event is 10th december, 2007. Getinge performed preventive maintenance on this particular device in 2014 and 2015. From 2016, the maintenance has been done by a third company, a multivendor selected by the hospital (B)(6). The most probable cause of this incident is the progressive fracture of the 6 screws fixing the main axle in the ceiling tube. The mechanical fatigue of the screws, over a period of 10 years without being detected notably during the maintenance program, contributed to the weakening of the screws and led to the breakage of the fixing screws. We believe that overall the related devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident would have been avoided.

Event description:
Manufacturer reference number - (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074. Exemption # e2018005. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470.

Event description:
Manufacturer reference number- (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number- (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number- (B)(4).

Manufacturer narrative:
The issue is currently investigated by manufacturing site. Note: the hanaulux 3000 series light system is not marketed in us. This report has been made due to similarity with devices marketed by maquet in the us.

Event description:
Maquet (B)(4) received new information that the surgical light suddenly fell on the operating table meanwhile the health staff was on the process of starting a surgery.the fall, caused by the breakage of the six fixing screws, produced the injury of three people: a patient, who reported a fracture to two dorsal vertebrae, an anesthesiologist and a nurse. Manufacturer reference number- (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074. Exemption # e2018005. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4). The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number- (B)(4)

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074. Exemption # e2018005. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4). The screws has been evaluated, however the whole device is blocked by government. The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number- (B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet (B)(4). The issue will be investigated by manufacturing site. A supplemental medwatch will be submitted when additional information becomes available.

Event description:
On (B)(6) 2017 maquet (B)(4) became aware of an incident with one of surgical lights- hanaulux 3005. As it was stated, the light head fell down and made a contact with patient.manufacturer reference number- (B)(4).